Manufacturer narrative:
This case information from a published study was reported by a physician and describes the occurrence of abdominal pain ("subject experienced persistent abdominal pain") in a female patient who had essure inserted for female sterilisation. Literature references: b povedano,a je arjona,a e velasco,a ja monserrat,a j lorente,a c castelo-branco. Complications of the hysteroscopic sterilisation with essure® :report on 4306 procedures performed in a single centre. 2012 the authors bjog an international journal of obstetrics and gynaecology ª 2. 2012; vol.119, issue7: 769-777 adelman mr, dassel mw, sharp ht. Management of complications encountered with essure hysteroscopic sterilization: a systematic review.. Ournal of minimally invasive gynecology. 2014; xx: xx there was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with nsaids and antidepressants as well as surgery (to remove essure, appendectomy & cholecystectomy). Essure was removed. At the time of the report, the event had not resolved. The reporter considered abdominal pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: upon duplicate check this case was found to be duplicate of (B)(4) . Therefore case (B)(4) needs to mark for deletion. All source documents events references & reporter has been transferred to retention case ((B)(4)). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case information from a published study was reported by a physician and describes the occurrence of abdominal pain ("subject experienced persistent abdominal pain") in a female patient who had essure inserted for female sterilisation. Literature reference: b povedano,a je arjona,a e velasco,a ja monserrat,a j lorente,a c castelo-branco. Complications of the hysteroscopic sterilisation with essure® :report on 4306 procedures performed in a single centre. (B)(6) 2012 the authors bjog an international journal of obstetrics and gynaecology ª 2. 2012; vol.119, issue7: 769-777 there was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with nsaids and antidepressants as well as surgery (to remove essure , appendectomy & cholecystectomy). Essure was removed. At the time of the report, the event had not resolved. The reporter considered abdominal pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case information from a published study was reported by a healthcare professional and describes the occurrence of abdominal pain ("subject experienced persistent abdominal pain") in a female patient who had essure inserted for female sterilisation. Literature reference: b povedano,a je arjona,a e velasco,a ja monserrat,a j lorente,a c castelo-branco. Complications of the hysteroscopic sterilization with essure® :report on 4306 procedures performed in a single centre. 2012 the authors bjog an international journal of obstetrics and gynaecology 2. 2012; vol.119, issue7: 769-777. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with nsaids and antidepressants as well as surgery (to remove essure , appendectomy & cholecystectomy). Essure was removed. At the time of the report, the event had not resolved. The reporter considered abdominal pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.